Manufacturer narrative:
(B)(4). Date sent: 9/28/2021. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: please provide product/ model, lot number, and implant date. Did the subject require additional medical treatment for issues with linx device? If yes, describe the medical treatment provided: if medications were part of the medical treatment, were the medications prescription or over the counter? Answer: model: lxmc13. Device lot number: 24934. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient identifier: trx_2018_01: 01151-005 sex: male. Age (at time of consent): (B)(6). Severity: mild. Intervention/treatment: none: yes diagnostic imaging: yes. Drug therapy: yes. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: yes. Relationship to study device: causal relationship severity: mild. Relationship to study procedure: causal relationship. The patient is taking: hyoscyamine (levsin) 0.125 mg tablet take 1 tablet by mouth every 4 hours as needed (esophageal spasm). And for discomfort for swallowing: hydrocodone-acetaminophen (norco) 7.5-325 mg per tablet take 1 tablet by mouth every 4 hours as needed for pain. Post operative nausea. Additional information received: the medications the subject 01151-005 is taking to treat the adverse event of ¿dysphagia¿ are prescription medications.

Event description:
It was reported via clinical trial patient trx_2018_01: 01151-005 experience, dysphagia. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information received; did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form : blank: no.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2025. Additional information received: end date: blank => 22 apr 2025. Outcome: not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information : trx_2018_01 new "explant" notification 01151-005. Event details: alert date: 12- may- 2025 date of explant:(B)(6) 2025. Country of event: us. Model: lxmc13. Device lot number: 24934 date of implant: (B)(6) 2021. Patient details patient identifier: (B)(6). Site country name: united states. Sex: male age (at time of consent): 59 years additional event details was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank if no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: yes if other, specify: device fractured describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank were any concomitant procedures performed?: no describe any notable observations during the explant procedure: blank. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the ai it states ¿device fractured¿ what does this mean? Is the device discontinued? Please explain

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025. Additional information: updated log line: 1. Updated: linx explant: no = yes. (B)(4) updated "explant" notification (B)(4). Updated: was the linx explant a result of an adverse event per protocol definitions? No = yes. (B)(4) updated "explant" notification (B)(4). Updated: if yes, choose the primary ae log line, start date and term: blank = #001 (B)(6) 2021-dysphagia. (B)(4) updated "explant" notification (B)(4). Updated: if other, specify: device fractured = blank. Was the linx explant a result of an adverse event per protocol definitions? Yes = no. (B)(4) updated "explant" notification (B)(4). Updated: if yes, choose the primary ae log line, start date and term: #001 (B)(6) 2021-dysphagia = blank. If other, specify: blank = device fracture. If yes, choose the primary ae log line, start date and term: blank = #001 (B)(6) 2021-dysphagia. Was the linx explant a result of an adverse event per protocol definitions? No = yes. Updated. Other: yes = no. Continued gerd symptom: yes = no. If other, specify: device fracture = blank. Post-operatively. The subject had ongoing challenges with dysphasia. In late 2024 the subject developed an upper respiratory infection in which an xray showed the linx device to be disrupted. Bravo probe also showed abnormal demeester scores on days 1 through 4. Linx removal on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Additional information: updated log line: 1. Updated: severity : mild => moderate.